Event description:
The hospital equipment coordinator reported an issue encountered with the mps console during use. The report stated that the console had been intermittently popping the vent valve while delivery cardioplegia. There were no patient complications reported as a result of the alleged event. A field service engineer will travel to the user facility to evaluate the console.

Manufacturer narrative:
The manufacturer's field service engineer (fse) evaluated the mps console at the user facility's site. The reported complaint condition was duplicated. This was most likely attributed to the fluid level sensor, which was replaced. During troubleshooting a water leak was noticed coming from the locking knob. The leak could not be fixed on site so the fse shipped the console back to the manufacturing site for repair.